Manufacturer narrative:
E1- (B)(6) hospital (user facility captured here due to character limitation in section). The device was returned and the evaluation found no additional reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid video scope had a bad image. The screen was green. It is unknown when the issue has occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, image abnormality could be confirmed. And found the cable-unit to be defective, which led to a color malfunction. Olympus will continue to monitor field performance for this device. Should additional relevant information becomes available, a supplemental report will be submitted.